Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Follow-up: no part has been returned to the factory for failure analysis, the root cause of the reported issue could not be determined.